Event description:
It was reported that the patient presented in-clinic after receiving a patient notification for non sustained lead noise due to far field p-wave oversensing. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.